Manufacturer narrative:
(B)(4).

Event description:
The patient experienced coupling and communication issues with his implantable neurostimulator. The patient then received a power-on-reset condition. No patient symptoms were reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.